Manufacturer narrative:
The investigation into the reported stroke/cva has been completed since the original report was filed. As the necessary clinical information or the device was not provided, the root cause of the stroke/cva could not be determined.

Event description:
The user facility reported a 57-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient suffered a pulmonary embolism and stroke during impella support. It was noted that there were multiple foci of hypoattenuation involving the right parietotemporal lobe, right medial frontal gyrus, and left frontal lobe. Support was maintained with the implanted pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿